Manufacturer narrative:
Evaluation: method - device history record review results - a review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was the root cause of the complaint. Conclusions - based on the complaint history, work order search, device history record review and the evaluation of the returned product, the most probable cause of the event has been determined to have come from surgery environment or from the tools used during surgical procedure. (B)(4)

Manufacturer narrative:
No known impact or consequence to patient. Foreign material present in device. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn, with small flash on one positioning hole. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Results: analysis of the debris on the lens found a small particle and fibers. The small particle was identified as an acrylic copolymer and the fibers were identified as cellulosic. The particle is most likely a product of the collamer material processing. The source of the cellulosic fibers is unknown. (B)(4).

Event description:
The reporter stated the surgeon removed a 12.6mm micl 12.6 implantable collamer lens from the vial to prepare to load and noted some sort of fiber/debris on the lens. The lens was not used and there was no patient contact. The backup lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.